Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was exhibiting noise and episode review was requested. A boston scientific technical services consultant reviewed the data, discussed the clinical observations and recommended troubleshooting. Additional information was received three months later that this patient presented to the emergency room after the delivery of inappropriate shocks. Noise was observed in all vectors and therefore, therapy was programmed off. The patient will be evaluated for placement of a transvenous system. No additional adverse patient effects were reported.